Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and could not be implanted. The physician made several attempts to implant the ra lead but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.